Event description:
It was reported that the tubing of a clearlink system continu-flo solution set was disconnected at one of the ports during an unspecified process step. There was no report of patient injury or medical intervention associated with this event.no additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, d10, h6, h11. B5: upon additional information, the event occurred during infusion of an unspecified chemotherapy. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.